Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose readings was 997 mg/dl. Troubleshooting was performed. The time was one hour off because the customer moved a few days ago. It was reported that the insulin pump was in suspend the day before the event. Advised that since the insulin pump was in suspend mode for an entire day all the insulin was stopped. The programming on the device was correct. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.